Event description:
It was reported that following the pump implant, the patient had immediate issues with the pump "working its way out." When the patient had his pump first implanted, he weighed "almost 300 pounds." He has lost weight over the past eight years and at the time of this report, weighed 135 pounds. The patient felt his weight loss was contributing to the problem with the pump. It was said the pump was on "an edge" and started to "kick up" and "erode." The patient stated that the pump "needed to be moved again or it was going to fall out." It was said, the pump was implanted too high, and that the patient's rib cage was causing the pump to push out. The patient had been wearing an abdominal binder since the last surgery, but it wasn't helping; "the pump still wanted to come out." The patient also had a "red stripe" on his skin where the pump was starting to erode. Since the pump was initially implanted, the patient had three surgeries to help correct this. It was said that one time the pump was moved to the other side and later moved it back to the same side. The patient indicated he was not having trouble with the catheter. The patient stated all the past surgeries were "wiping him out" and was unsure he wanted to endure another. The pump was delivering clonidine and morphine.

Manufacturer narrative:
Additional information: product type - catheter, product ID neu_unknown_cath, serial# unknown, product type - catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Additional information: product ID 8596sc, serial# (B)(4), explanted: (B)(6) 2013, (B)(4).

Event description:
Additional information was received and it was reported that the pump was distended and exposed from the patient¿s abdomen. The patient experienced pain related to the event. The patient recovered without sequela following the pump replacement.

Manufacturer narrative:
Product ID: 8596sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID: 8709 lot# serial# (B)(4) implanted: 2004 (B)(6), product type catheter. (B)(4).

Event description:
Additional information: additional information was received and it was reported that the patient¿s body was rejecting the pump; the pump was prophylactically replaced. The patient outcome was reported as ¿no injury¿.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the ¿unknown catheter model (proximal/sutureless connector piece)¿ revealed no significant anomaly; a non-significant dent was seen in the seal which did not affect infusion. Analysis of the ¿8596sc (distal/spinal piece)¿ revealed that the catheter was incorrectly assembled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.